Manufacturer narrative:
Visual inspection confirmed that a piece of the tasp post had fractured off. Minor gouges were noted on the tasp that appear to be from use. This device is used for treatment. The product history search identified 9 other complaints for this part and lot. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke and a piece remains missing from the device. However, it is unknown at this time when or how the device broke.